Event description:
It was reported that during pump refill in (B)(6) 2012 the pump read that it was due for a replacement on (B)(6) 2012. The healthcare provider (hcp) scheduled the pump replacement for (B)(6) 2012 as the old pump "had come to end of life". The patient returned to the office in "mid-june" with symptoms of withdrawal. Symptoms were unknown. The hcp stated that there was a motor stall and he replaced the pump. No motor stall recovery was noted. The hcp also stated that the catheter was not kinked. The hospital disposed of the device after explant. As far as the reporter knew the patient received effective therapy following the replacement. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).